Manufacturer narrative:
Eval results: evaluation of the returned product confirmed the reported issue; the patient access window panel side b has an open zipper slider body. Panel side a patient access window zipper slider body is open. Panel a has a 2 inch vinyl tear on the mattress envelope. (B)(4).

Event description:
Customer reported the zipper is damaged on side b. Customer did not provide a date when the issue was found. No patient incident or injury was reported.